Event description:
Information was received from a patient (pt) via healthcare provider (hcp) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they were attempting to assist pt in enabling MRI mode with their handset and communicator and "no device response" continued to display. Pt confirmed that they have not paired the handset to the ins or felt stimulation in about 8 months. Caller attempted to pair the handset again while on the call and "no device response" displayed again. Technical services (tss) suspects that the ins reached end of service (eos) and reviewed information. Tss faxed caller the MRI eligibility form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the device had been dead for many months. They couldn¿t charge and couldn¿t verify MRI status. The consumer stated the battery was incorrectly programmed and drained 1 month after it was placed. The issue was not resolved.